Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On june 28th, 2023, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry underwent revision surgery on (B)(6) 2023 due to the loosening of the implant. The patient reported pain and dysfunction in the right shoulder. Upon reviewing CT and x-ray scans, the surgeon determined that the glenoid component had failed and was removed during the revision surgery. Additional information received on 6/29/2023: the original procedure was performed on (B)(6) 2020. The same surgeon performed both original and revision surgery but at different facilities. Only an ar-9106-01 vaultlock glenoid was removed during the revision surgery. No additional products were implanted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.